Event description:
While performing a function check, the tech observed that the left foot siderail would not always stay in the locked position when raised.

Manufacturer narrative:
The tech replaced the release handle spring to repair the bed.